Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needle is clogged. Clogged and we¿ve gone through about half of each of our boxes that are not expressing air or fluid.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needle is clogged. Clogged and we¿ve gone through about half of each of our boxes that are not expressing air or fluid.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-sep-2022. H6: investigation summary : five samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Two samples did not expel the solution, these needles are clogged. It could be possible that a process variation occurred at the needle lubricant application process inducing the symptom reported. Verification of the needle lubricant application process was performed. The settings were correct and the flow of products was good. A device history record review was completed for provided lot numbers 2025239 and 0293593. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported is confirmed.